Manufacturer narrative:
The "used" guide wire and the broken portion were reported to have been discarded at the user facility hence the device was not expected to be returned for evaluation. Without the involved device and the broken piece, an evaluation could not be performed to determine the root cause of the alleged breakage or to verify if the broken piece was part of the guide wire. In this instance, the exact cause of the alleged breakage could not be determined. However, evaluation of similar complaints revealed that the most probable cause of this reported breakage was use related and/or questionable handling of the guide wire and other instruments during use. A review of the device history record (DHR) could not be performed, as the lot number of the guide wire was not provided. A 2-year review of the complaint history for this device family shows there have only been 3 other similar reports received. (B)(4). In addition, to date, there have been no patient long term adverse effects reported regarding any of the reported incidents. This failure mode is addressed in risk documentation and risk analysis shows an acceptable risk level. The guide wires are single use and sold non-sterile, and must be sterilized before use. The guide wires are intended to be used to assist the surgeon in the placement of a cannulated interference screw into a bone tunnel. This guide wire is made of nitinol. This material is routinely used in the manufacture of medical instruments and has a long history of safe and effective clinical use. Nitinol is a widely used material for vascular stents (implantable), valve patches, and orthodontic devices. To prevent of the guide wire breakage and injury to the patient the instructions for use (IFU) provides the user with the following precautions and warnings: - do not kink or bend the guide wire before insertion. This will prevent proper insertion and may damage the screw. - the screwdriver/screw assembly should not be used as a lever. The crewdriver/screw assembly has to be parallel to the drill tunnel. Device was not returned.

Event description:
The user facility reported that on (B)(6) 2016, an acl procedure was performed on a (B)(6), male patient and that the surgery was completed as planned with no problems or any type of device breakage noted. However, during the first post-op follow-up consultation on (B)(6) 2016, the surgeon reportedly observed a foreign object in the surgical site through an x-ray taken of the patient's knee. Subsequently, the patient underwent a second surgery on the same day to remove allegedly "the broken guidewire tip". Follow-up with the user facility revealed that neither the broken piece nor the "used" guide wire was available to return for evaluation. Other received information indicated that the patient has no complaints, no pain, and is currently doing well and healing as expected.